Event description:
On august 29, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient indicated she manages her diabetes with an insulin pump; however, after the alleged issue occurred the patient denied taking any action in regards to her diabetes management. According to the csr's documentation, the patient did not test with another device after the alleged issue began. On the morning of (B)(6) 2010, the patient claimed she developed symptoms of shaking, sweating, and rapid heartbeat; however, the patient denied receiving any medical intervention after the alleged issue began. The csr noted that the patient did not have her test strips (that she was using) available at time of troubleshooting. The csr verified that the subject meter does not turn on with the power button and also noted that the batteries in the subject meter did not need to be replaced. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k073231.

Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.